Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician¿s handheld device would repeatedly freeze when attempting to program. The physician reportedly experienced these issues for many years which only resolved after the software flashcard was reseated. The handheld device and software flashcard have not been returned to date.